Manufacturer narrative:
This event occurred in (B)(6). The malfunction is consistent with a pre-analytical issue at the customer site. The investigation did not identify a product problem. The specific cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for sodium (na) on a cobas 8000 ise module. The initial result was 132.4 mmol/l. The sample was repeated twice with results of 137.9 mmol/l and 138.3 mmol/l. The result in question was not reported outside of the laboratory. The na electrode lot number and expiration date were not provided.